Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. All buttons functioning properly. However, moisture damage was found on the traces. No unexpected numbers scrolling or ramping during testing noted. The low reservoir alarm feature was programmed at 20 units, after delivering several boluses and with 20 units left on the display the insulin pump alarmed low reservoir. No low reservoir alarms anomalies noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked case, cracked display window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 500 mg/dl. Device had a keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.